Event description:
The account alleged there was a patient fall and injury due to the bed exit alarm.

Manufacturer narrative:
The technician performed the investigation and spoke with the facility. The account stated that a patient tried to climb out of bed on the right side hitting her head on the right. The patient was moved to a different room to be closer to the nurses' station. The account stated that the patient was given a cat scan after the fall, no other injury information was released by the account. The technician inspected the bed and found it was functioning as designed and no repair was needed. The staff did note that a buffing/waxing machine was in use in the waiting room at the time and the nurse questioned if the bed alarm should be adjusted. The account is having a staff meeting is regards to this issue.